Manufacturer narrative:
Additional information: h6. Additional information h11: a review of the event history log identified "improper shutdown" messages. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "pump shutdown during preventive paintenance without user input" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a depressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shutdown during preventative maintenance without user input. There was no patient involvement. No additional information is available.